Event description:
The philips field service (fse) stated the CT system was installed over a year ago but when the fse was performing the final exit pm (the customer was going to a third party for service) the fse noticed the nut was missing from the grounding stud on the multifunction footswitch bottom plate and asked another fse if he could install the nut since he didn't have the hardware with him. The fse did install the nut to resolve the issue.

Manufacturer narrative:
A philips field service engineer (fse) reported that while performing the final exit preventive maintenance (pm) on the ingenuity CT system installed at davis hospital and medical center, utah, he noticed that the nut was missing from the grounding stud on the multifunction footswitch bottom plate. The fse confirmed that there was no harm to a patient, operator, bystander or service personnel due to this issue. The fse was performing the exit pm because the customer was going to a third party for service. At that time, the fse did not have the hardware to install the nut on the stud, so he contacted another philips fse on 09-feb-2015. The other fse arrived on the same day and installed the nut. The fse who installed the nut stated that the nut was missing since the system was installed (the system was installed on 21-feb-2013) and confirmed that no incidents had occurred on the site due to the missing nut since installation. A review of the service work orders (swo) at the site confirmed fse's statement that there were no events related to this issue. The fse could not confirm the date of the maintenance when the issue was discovered, but the swo related to this issue confirmed that the call was made for nut installation to the fse from the site on 09-feb-2015. After installation of the nut, the system was working as specified. The fse provided an image of the footswitch marking the ground stud that was missing the nut for investigation. Brilliance ict/ingenuity systems patient support multi-function footswitch upgrade instructions manual was reviewed. It was found that the manual clearly instructs the fse to disconnect the grounding wires from the footswitch before connecting it to the gantry, and then instructs the fse to reconnect the wires after connection (page 3-6). However, the manual does not specifically instruct the fse to screw the nut back on the stud after connecting the grounding wires. Moreover, the engineering drawing of the footswitch does not call out for the grounding stud nut. An investigation form was submitted to CT engineering to investigate the issue. CT engineering investigated the issue and confirmed that the engineering drawing for the footswitch does not call for the grounding stud nut, and does not instruct the fse to screw the nut back onto the stud during installation. An engineering change request (ecr) was submitted by engineering to update the drawings to include the grounding stud nut. CT engineering also stated that a review of the mitigations listed shows that the mitigation ¿scanner is grounded via separate system grounding, all the system power wires are double insulation¿ will hold in this case, in order to prevent the electrocution from occurring. Also, the photograph enables the analysis and it supports that the risk is acceptable because other ground wires are shown connected. Therefore, in order for the metal base to be energized and cause an electrocution, all of the following would have to happen simultaneously: a double insulated cable would have to be cut through the jacket and the insulation around a conductor with a voltage potential. The exposed conductor in the cable would have to come in contact with the sheet metal base. The cable would have to be connected to a live power source. The 3 ground wires or the footswitch interface cable would have to be disconnected. Thus, CT engineering determined that the event is acceptable risk. The engineering drawing of the footswitch and the installation manual does not call out for the grounding stud nut. Thus, the nut from the grounding stud in the footswitch was not installed by the fse when he was installing the system at the site. Internal cross reference: complaint (B)(4). Initial MDR mailed on march 10, 2015.

Manufacturer narrative:
(B)(4).